Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, humming sound) has been confirmed. Upon investigation the monitor was unable to power up, displaying a black screen and a static sound . The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.